Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no patient involvement as the issue was discovered postoperatively. There was no reported issue with the subject device during the prior surgery. Device is an instrument and is not implanted/explanted. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Manufacturing location: (B)(4). Manufacturing date: nov 27, 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the driving cap and the radiolucent insertion handle for trochanteric fixation nails is not possible could not be disassembled after surgery. There were no reported issues with the instruments while they were being used during the surgical procedure. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation was completed: connector for insertion handle for pfna (part # 03.010.424, lot # 9543950), and insert-handle radio luc f/pfna (part # 03.010.405, lot # 9660146) were received. As received condition of the devices: there are numerous marks of hammer blows on top of the device (03.010.424) as well as at the shaft visible. The device is stuck into the handle. The returned insertion handle (03.010.405) has visible marks and scratches on the surface. The connector (03.010.424) is stuck in the foreseen threaded bore of the handle. Due to limited information in the complaint description, how this occured cannot be confirmed. Our investigation shows that the parts are jammed together. There are scratches and heavy wear and tear signs on the surfaces of each device. Additionally, there are several traces of hammer impact on the head as well as at the shaft of the connector. The manufacturing review shows that the production procedure, of all received articles, was according to the specifications and there were no issues that would contribute to this complaint condition. Due to the hammering marks we can presume that the instruments were subjected to an excessive force application during use which could have caused the jamming and the malfunction of the devices. The current proximal femoral nail antirotation surgical technique guide recommends ¿use only light blows on the connector for insertion handle." Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.